Event description:
On (B) (6), 2006, this pt was implanted with gore excluder aaa endoprosthesis. The pt did not fully participate in good follow up care. On (B) (6), 2010, a CT scan was performed that displayed device migration (trunk-ipsilateral leg component) of 1.6 cm. A type I endoleak was present but could not be determined if it developed as a result of the device migration. A reintervention has been scheduled (unk date) with unk devices for treatment.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.